Event description:
Device complication: sheath separation time of complication: during procedure symptoms: none when the physician removed the peelaway, the filter was also pulled out. The result was that the filter was deformed, so further use was not possible. The sheath separation ocurred koutside of the patient's anatomy, after removal and reportedly, it was not intentionally manipulated.